Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received low glucose alerts while not feeling low, with a freestyle libre reading of 53 mg/dl and no fingerstick meter available to confirm; the patient ingested a small amount of carbohydrates and felt fine. Symptoms included an alert for hypoglycemia without concordant clinical symptoms. Outcomes included no injury, no loss of function, and no medical intervention beyond self-treatment with oral glucose. Investigation included troubleshooting and education that the patient should verify low alerts with a fingerstick and consult a medical provider for a covered glucometer. Investigation of this case revealed no device alarms and no additional device malfunction details, and root cause could not be determined due to lack of confirmatory blood glucose data. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.